Manufacturer narrative:
Additional information: product was returned. The lenses of the endoscope are dirty and stained. The metal on some areas of the endoscope are discolored as if a harsh cleaning agent was used. It appears that moisture has also gotten inside the endoscope this can be caused by micro cracks in the scope or a chemical could have compromised a seal. An exact cause of the failure could not be determined, but the cause of the failure is moisture getting inside the scope.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal surgery an endoscope is very foggy making the lens without a clear vision during operation.